Manufacturer narrative:
(B)(4). Date sent: 9/17/2025. Corrected data b1, h1. Additional information was requested, and the following was obtained: 1. Did the device cut? 2. If the device cut/fired, was the cut line complete? 3. Did the device staple? 4. If the device stapled/fired, was the staple line complete? 5. If the device stapled, was the shape of the staples (b-formation, irregular, unformed)? 6. Did the device close? 7. Did the device fire? 8. Did the device open? 9. Was the device difficult to close on the tissue? 10. Was the device difficult to fire? 11. Was the device difficult to open? 12. Is the current patient status known? 13. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) The device did not work at all. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Date sent 9/2/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device cut? 2. If the device cut/fired, was the cut line complete? 3. Did the device staple? 4. If the device stapled/fired, was the staple line complete? 5. If the device stapled, was the shape of the staples (b-formation, irregular, unformed)? 6. Did the device close? 7. Did the device fire? 8. Did the device open? 9. Was the device difficult to close on the tissue? 10. Was the device difficult to fire? 11. Was the device difficult to open? 12. Is the current patient status known? 13. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sigmoid colo-vesical fistula left colectomy there was a non-functional clip: staple not made.